Manufacturer narrative:
Other, other text: the returned device was evaluated. During evaluation the device passed all visual and functional testing. The device was found to visually and audibly alarm during alarm conditions. The device was confirmed to be functioning as designed. Health effect impact code: no adverse event; no patient impact.

Event description:
The customer reported that the device will not display any alarms. No error messages reported. There was no patient impact or consequence reported.